Event description:
It is reported that customer was hospitalized on (B)(6) 2014 with blood glucose of 425 mg/dl. Customer was hospitalized due to high blood glucose, vomiting and weakness. Customer was wearing insulin pump at time of hospitalization. It is reported that customer had been experiencing unexplained high blood glucose since he received new insulin pump. Customer's blood glucose ranged from 31 mg/dl to 425 mg/dl. Troubleshooting could not be done on insulin pump as caller was not authorized on account and customer was still hospitalized. It was advised that customer call back for troubleshooting and to authorize wife on account. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).